Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the control body fluid damage, the left pulley wire fluid damage, the electrical pin connector fluid damage, the lcb (light carrying bundle) broken, the insertion flexible tube buckled, the lg connector corroded, the operation channel (primary) leak, the objective lens scratched, the air nozzle dirty, the water nozzle dirty, the nozzle gluing dirty, the lcb distal cover glass dirty, the remote control buttons disinfections damage, the bending rubber worn out, the distal body worn out, the light guide cable worn out, and the down pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure.there was no report of patient harm.video image failure(fluid damage)